Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros tsh result was obtained from a september 2022 quality management in healthcare (iqmh) proficiency sample when tested using vitros immunodiagnostics products tsh reagent lot 6680 in combination with a vitros 5600 integrated system. Iqmg endo 2209 a, sample 2: tsh lot 6680 result of 0.174 miu/l (euthyroid) vs. The expected result of 0.060 miu/l (hypothyroid). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh result was from a non-patient sample. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from a september 2022 iqmh proficiency sample when tested using vitros tsh reagent lot 6680 in combination with a vitros 5600 integrated system. A definitive assignable cause for the discordant vitros tsh result could not be determined with the information provided. No information was provided relating to the handling of the iqmh proficiency sample. It is possible improper sample handling contributed to the event; however, this could not be confirmed. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6680. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, as precision testing was not performed by the customer, an instrument issue could not be entirely ruled out as a contributing factor. Email address for contact office (B)(4) is (B)(6).